Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. See related medwatch report #¿s: MFR. Report 3002808148-2024-36629, MFR. Report 3002808148-2024-09338, and MFR. Report 3002808148-2024-09340.

Event description:
It was reported that on several occasions the camera head had no image when powered on during an unspecified type of therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that during multiple unspecified therapeutic procedures, the camera head experienced no image when powered on. It was reported the procedures were completed with the same or similar equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Clarification of the involved events provided by customer: it was reported, multiple olympus devices malfunctioned multiple times. There are a total of 4 MDR reports for this event. Event 1 of 4 (patient identifier (B)(6)): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera head (ch-s400-xz-eb). Event 2 of 4 (B)(6): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown camera head used with the unknown otv-s400. Event 3 of 4 (etq c24416304: it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera control unit (otv-s400). Event 4 of 4 (etq c24435133): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown otv-s400 used with the unknown camera head. This report is for event 1 of 4 and patient identifier (B)(6).